Manufacturer narrative:
Initial MDR with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. One sample with no packaging was returned. After several follow ups to identify the issue the customer was experiencing, we were unsuccessful in obtaining that information. A visual inspection was performed, and no defects or imperfections were observed. The sample was then assembled to a syringe with saline solution. It was not possible to expel the solution. The needle is clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. As the lot provided is 'unknown,' a device history record review could not be completed. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom of needle clogged is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: unknown lot: unknown it was reported by the customer that he returned one more sample. Related complaint, (B)(4) was submitted for clog. This complaint will remain as unknown failure. Verbatim: I have one more sample I would like to send to you. Can I get a label? Original verbatim from related file, (B)(4) original awareness date 26-feb-2024 over the last few months we have had several complaints regarding pn 302890 (specifically from po 106451) being clogged by the end user. We would appreciate if someone could look into this issue. This complaint will remain as unknown failure. Additional information: testing of the device confirmed the needle was clogged.